Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a gastric ulcer hemostasis procedure. ((B) (6)). According to the complainant, the clip would not open. The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event. The pt was reported to be in good condition before and after the procedure.

Manufacturer narrative:
(B) (4). Failure to open. According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).